Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 dissection tip conical tip detached. The cone tip was retrieved from the leg through the original incision. A new kit was used to complete the procedure. There were no pt effects. The product was discarded.

Manufacturer narrative:
The device was discarded by the hospital after the procedure was completed. Since the product was not returned, an eval could not be performed. A lot history record review was completed for the product. There was no conformance that could have attributed to the reported failure mode. (B)(4).